Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process. The issue did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the malfunction reappears.